Manufacturer narrative:
Block a4: patient's weight is 73.3 kg. Block g2: medwatch # is mw5117800. Block h6: imdrf device code a150208 captures the reportable event of the clip arm stuck in scope.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was advance out of the end of the scope; however, one of the clip jaws fell off prior to grabbing any tissue. The broken piece fell into the patient and was suctioned out into the scope and was later disposed of when brushed out of the scope. The procedure was completed with another resolution clip and with the same original scope. There were no patient complications reported as a result of this event.